Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used inner sheath of the micropuncture transitionless access set was returned for investigation. Elongation and separation were present 4 cm from the hub of the inner sheath. The separated distal portion measured 7cm with elongation on the proximal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Per the initial reporter, it is unknown if the device will be returned. Occupation: non-healthcare professional. PMA/510(k) number: k171275. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an angiogram involving a patient of unknown age and gender, the inside of the micropuncture transitionless stiffened cannula access set dilator "came out" while removing the dilator from the sheath. The complaint device was being used to facilitate the placement of a larger diameter wire, and access was gained via the right groin. The patient's anatomy was not reported to be scarred, torturous, or calcified and resistance was not felt during insertion or removal of the device. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.